Manufacturer narrative:
(B) (4)

Event description:
Pt had complaints of right-sided numbness and slight weakness. "A 3-4 cm inflammatory intrathecal mass that was partly attached to the dura and cord" was observed on a myelogram. The mass was removed. Post-operatively, the pt had bilateral numbness and weakness of his lower extremities, with right-sided weakness greater than left. The numbness and weakness has since improved, and the pt is getting stronger. Pt was on 50 mg/ml morphine at 19.987 mg/day.